Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The first phaco handpiece was manufactured on july 22, 2013. Based on qa assessment, the product met specifications at the time of release. The second phaco handpiece was manufactured on may 1, 2013. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed that the strain relief was nonconforming. The ground resistance of the handpiece was measured and found to be within specifications. Priming and tuning were then attempted on a calibrated console but system message (sm) displayed. The tip was replaced and the new one was tightened on the handpiece. Priming and tuning were attempted a second time but sm displayed again. Tuning failed as well on the dynamic tuning fixture (dtf). The handpiece was disassembled and evidence of water ingress was apparent. The second phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed a small tear in the strain relief. The ground resistance of the handpiece was measured and found to be within specifications. The handpiece was then primed and tuned without error on a calibrated console. The handpiece was run successfully at 100% power on, for 5 minutes. Finally, the u/s and torsional strokes were measured and found to be within specification. The root cause of the reported event on the first phaco handpiece can be attributed to moisture ingress. The second phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, two phaco handpieces would not prime and no phaco power was experienced. An alternate handpiece was used to complete the case. There was no harm to the patient.